Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. After the device was used several time, flushing was difficult to perform and air was not removed. The procedure was completed with another of the same device. There were no patient complications.